Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned actual sample, no dent was observed on the cannula that would obstruct the movement of the tip shield for safety activation. There was also no damage to the v-clip and washer, which are key components for the safety mechanism activation. The safety mechanism of the returned sample was able to be manually activated; no safety activation failure was observed. As current control, there are outgoing functional test and in-process functional test to check and detect safety activation failure.

Event description:
Material #:386863 batch#:4160443. It was reported by customer that the cathena safety didn't activate. Verbatim: 18g 1.25" cathena safety didn't activate.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.25in straight bc safety sheild activation failure. It was reported by customer that the cathena safety didn't activate. Verbatim: 18g 1.25" cathena safety didn't activate.